Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported through the manufacturer's device tracking system that a pump exchange from one lvad to another lvad had taken place on (B)(6) 2012, due to a clot in the pump. Additional information received by the manufacturer confirmed the pump exchange was due to the patient showing signs of heart failure and hemolysis with dark urine. The patient was started on heparin and the echo showed more aortic valve opening. The flow velocities were checked, and it was noted that they had decreased from the previous echo. Symptoms continued to progress and a decision was made to perform the pump exchange. The patient expired on (B)(6) 2012, of a hemorrhagic cerebral vascular accident (cva). The family decided to withdraw care.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.